Event description:
It was reported that they started patient therapy about 5-10 minutes ago and arctic sun device was alerting low air leak. Troubleshoot with nurse. Had them stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Advised to call back if any alerts return or water flow rate (wfr) drop below 0.7 l/m.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they started patient therapy about 5-10 minutes ago and arctic sun device was alerting low air leak. Troubleshoot with nurse. Had them stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Advised to call back if any alerts return or water flow rate (wfr) drop below 0.7 l/m.